Manufacturer narrative:
Unit received with completely broken off battery tube threads. Battery cap is not locking in place properly. Unable to perform displacement test due to broken off battery tube threads. Unit also received with minor scratched lcd window, keypad overlay texture damage, cracked case(battery tube), cracked case near belt clip rails corners, missing retainer and missing reservoir tube o-ring. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump is damaged. Customer's blood glucose was 100 mg/dl at the time of incident. Troubleshooting found that the reservoir is cracked at the top of the compartment. The customer was advised that the device would be replaced and agreed to return the product for analysis.